Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, label missing, broken belt clip rails, missing display window/cover, cracked reservoir tube lip, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was not confirmed at the belt clip rails but other damage was found where scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, label missing, broken belt clip rails, cracked reservoir tube lip, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Damage found on retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found damage on the belt clip rail. No harm requiring medical intervention was reported. Mmt-1884l was returned for analysis.